Event description:
Reporter stated that he is having a reaction from the new dexcom g6 sensor adhesive. He said his skin is falling off. He contacted the manufacturer and was told he may be allergic to it. He said he did not have any problem with previous sensor adhesive.